Manufacturer narrative:
Section d4: device serial number was requested but not provided. Lot number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of ¿connect power¿ alarms while connected to the mobile power unit (mpu) was not able to be confirmed. No products returned to abbott for analysis under this event, and no log files were submitted for review. Available information indicated that the patient¿s children were getting tangled in the power cord of the mpu and unplugging it accidentally; this was suspected to be the root cause of the reported alarms. The device history records of the unit could not be reviewed, as its serial number was not provided. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was very good at connecting to the mobile power unit (mpu) after they first went home following implant. Afterwards, clinicians noticed several connect power/backup battery alarms when the patient was interrogated in clinic. The patient stated that their children were getting caught/tangled on the power cord of their mpu and unplugging it accidentally. Since the patient was limited to where they could plug their equipment in, sleeping on batteries was found to be the safer option for them.